Manufacturer narrative:
A review of the complaint revealed that on day 1, irhythm contacted the patient due to not receiving the baseline transmission after 24 hours. The patient confirmed that there were no lights flashing on the patch or gateway at the time of the call. A device status check was performed during troubleshooting. Customer care confirmed that the patch was functioning as intended but identified a gateway issue. The account was notified via email of the gateway issue, and a replacement device was sent. Although the gateway was not transmitting, the patch continued to record data throughout the wear period. The zio at device was returned to irhythm, and the clinical data was downloaded. A review of the clinical data found that the patient wore the zio at device for the entire 14-day prescribed wear period. While preparing the final report, irhythm became aware of arrhythmias that did not transmit on day 0 and day 3. The healthcare provider was notified on day 28 via the final report. The investigation concluded that gateway recorded a low battery error, which prevented gateway activation and data from being transmitted. This event is being reported per 21cfr 803 as a product problem/malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not transmitted during the wear period. The investigation concluded that the arrhythmias were not transmitted during wear due to a low battery in the gateway. Irhythm notified the healthcare provider (hcp) of the patient¿s arrythmias via final report. No adverse events, such as death or serious injury, are known to have occurred.